Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cytoreductive surgery, tah, bso, omentectomy, lymph nodes, diaphragmatic/peritoneal stripping, removal of capsular nodes, liver, revision of stoma, resection of nodes of parastomal hernia, resection of ileum with primary anastomosis, removal of mesenteric nodules. During the procedure, after 28 seals, the surgeon mentioned that the device was not cutting. Mr dejong was working on paracervical tissue at this point. He mentioned afterwards that he heard an audible break, after which the device would not cut. The device was cleaned but again after the 29th seal, it would not cut. It didn't cut through any of the tissue within the jaws. We were not able to have a clear view of the tissue whilst this was occurring, so this mainly came from feedback during and after the procedure. The surgeon used monopolar to transect the sealed tissue. Patient status- no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering observed eschar buildup on the jaws and in the blade channel of the device. When activating the device on porcine tissue, engineering observed that the tissue moved forward as the blade traveled along the blade channel, which resulted in failure to cut any part of the tissue. They disassembled the device and found that an internal weld joint was broken. The root cause of the event is due to a broken weld joint. Based on the complainant's description of the event, the "audible break", may have been attributed to this break. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.